Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2003; 429688 lead, implanted (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, rising thresholds, no capture, and t-wave oversensing (twos). The lead was reprogrammed and remains in use. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited near field oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.